Event description:
The hcp reported the pt received a bilateral stn implantation. Initially, the patient received benefit from the therapy; however, the stimulation effect had faded over the last months. The pt saw the hcp for fine tuning of the parameters. The response to the stimulation was poor, a control of the neurostimulator function showed that all, but one contact (#5) were open; impedance readings were greater than 4000 ohms. An x-ray revealed both extensions were broken under the neurostimulator. Both extensions were replaced and will be returned to the manufacturer for analysis. After replacement the hcp observed a full resume of the stimulation effect at 2.5 volts bilateral. The left electrode seems to be a bit medial, the pt complained blurred vision when the stimulation is too high. Refer to medwatch report #6000153200703515.